Event description:
The customer reported that a new pt's sample failed to react in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot # 030909037-12 on the provue analyzer as well as in the manual gel method. The sample was typed as group b positive on the provue and in manual gel. As per the customer's sop/protocol, the new pt's sample was retested using the tube method. The pt was typed as group a2b, rh positive. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Retained testing performed at mts using two known group a2b positive donor samples and lot # 030909037-12 was satisfactory. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. The gel cards performed as intended. Batch record review was within release specifications. A complaint review indicates that no other complaints have been logged against this lot. (B) (4).